Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley catheter ballon deflated on its own and fell out of the patient.

Manufacturer narrative:
The reported event is inconclusive. Received 1 all silicone foley catheter verified material 119316. Visual inspection of the sample noted 1 three way foley catheter with balloon rupture (measuring 0.3045) on the return sample. This does not meet specifications which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed." The sample number reported (1758si16) is different from number for sample returned (119316). The labeling is found to be adequate. A DHR review could not be performed since no lot number was provided. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley catheter ballon deflated on its own and fell out of the patient. Per notification from investigator on 02apr2026, it was reported that they noted the catheter balloon had ruptured during sample evaluation on 19nov2025.